Event description:
Additional event information updated concomitant device reported: drill guide (part # 03.133.007, lot# unknown, quantity 1).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot this mre review is for sterilization procedure only part: 04.211.026s, lot: 7l70266, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: jan.07, 2021, expiry date: december 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.211.026, lot: 77p5033. Manufacturing location: monument, manufacturing date: nov 13, 2020, part number: 04.211.026, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26mm, lot number: 77p5033 (non-sterile), lot quantity: (B)(4). Six pieces were scrapped in cell at op # 20, turn/head thread, flute, after a robot misload. It is unclear whether this may have contributed to the reported complaint condition of ¿screw heads did not lock¿. Nr-0006539 was initiated at op #80, flow inspect/pack, due to a missed length inspection. The necessary six sample pieces were unpackaged and inspected. They were all determined to be acceptable, however, they were scrapped because they had been opened and handled outside of the cca (environmental) area. Production order traveler met all inspection acceptance criteria apart from the twelve pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 met all inspection acceptance criteria as defined by associated rework instruction for missed inspection of length. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with an issue documented during the manufacture that may, potentially, have contributed to this complaint condition. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screw heads did not lock¿ is relevant to this manufacturing process level and would not be relevant to the blank screw or raw material. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review apr-07, 2021: DHR reviewed . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. A product investigation was conducted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: six pieces were scrapped in cell at op # 20, turn/head thread, flute, after a robot misload. It is unclear whether this may have contributed to the reported complaint condition of ¿screw heads did not lock¿. Nr-0006539 was initiated at op #80, flow inspect/pack, due to a missed length inspection. The necessary six sample pieces were unpacked and inspected. They were all determined to be acceptable, however, they were scrapped because they had been opened and handled outside of the cca (environmental) area. Production order traveler met all inspection acceptance criteria apart from the twelve pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev n met all inspection acceptance criteria as defined by associated rework instruction for missed inspection of length. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with an issue documented during the manufacture that may, potentially, have contributed to this complaint condition. Component parts were not reviewed as the reported complaint condition of ¿screw heads did not lock¿ is relevant to this manufacturing process level and would not be relevant to the blank screw or raw material. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with an issue documented during the manufacture that may, potentially, have contributed to this complaint condition.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for supracondylar humeral fracture with screws in question. The surgeon inserted screws after drilling with a variable angle drill guide but the screw heads did not lock at the locking holes of the plate and went beyond the plate. Upon discretion of the surgeon, screws were returned to the plate surface and fixed eventually. Surgery was completed successfully with 30 minutes delay. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26mm. This is report 3 of 3 for complaint (B)(4).